Manufacturer narrative:
Trackwise ID#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact gray silicone insulation on the hot jaw. The gray silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal tip. No other visual defects were observed in the photograph. Based on the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000379282 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 sheard silicone split during the end of the case. Device was used to complete case. No patient injury or harm. Per photo provided by the complainant, it is observed the silicone on the tip of the jaws is peeling. There is evidence of blood observed on the device.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 sheard silicone split during the end of the case. Device was used to complete case.